Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly was loose. Analysis also found the case handle and tab on the power cord bay door were broken. Stylus was broken but functional. System fan was noisy. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the handle and back cover need repair. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.